Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2012-06762, 06763. It was reported the pt experienced overstimulation at the ipg site and soon after stimulation shut off. An impedance check revealed invalid impedance. The pt is scheduled to undergo x-rays and further investigation of the issues.

Manufacturer narrative:
Correction # 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.